Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the epicardial ¿patch¿ locations. The inactive epicardial high voltage leads were explanted. No further patient complications have been reported as a result of this event.